Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: in the photo included in the complaint, an enterprise system can be seen outside the inner pouch. The delivery system can be seen inside the dispenser hoop; however, the stent component can be seen detached from the delivery system. No damages were observed. Although an impeded condition cannot be evaluated through a photo, the reported issue documented in the complaint was confirmed based on the detached stent. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8756297. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting an aneurysm on the apex of the basilar artery, the 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 8756297) was impeded in the hub of the concomitant microcatheter and could not be further advanced. The physician retracted only the stent, but the stent component was found prematurely detached from the delivery wire in the y-connector. The physician removed the y-connector to remove the stent. The stent was replaced, and the procedure was completed using the replacement stent and the same original microcatheter. There was no report of any negative impact on the patient. A photo of the device was included in the complaint. The product analysis team will review the photo. Additional information was received on 22-oct-2025. The information confirmed that the procedure was a stent-assisted endovascular embolization of an aneurysm at the apex of the basilar artery. A continuous flush had been maintained through the microcatheter. There had been no resistance during the advancement of the stent. Aside from the reported premature detachment, there was no damage noted on the stent / stent delivery system. The concomitant microcatheter was a prowler select plus (catalog and lot number not provided). The replacement stent was another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700). There was no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the complaint, the stent component was detached from the delivery system. No appearance damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. Microscopic inspection on the delivery wire revealed several stretches on the proximal coil and proximal positioning coil. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. In order to perform a functional test for impeded condition, the stent must be attached to the delivery wire and inside the introducer, the impeded condition reported is confirmed based on the damaged delivery wire. The premature detachment in the y-connector suggests that the introducer of the enterprise was not fully seated in the hub of the microcatheter, causing the stent to expand in the hub of the microcatheter, causing the resistance and resulting in the stent component being unable to advance further, where push / pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the delivery wire damage. However, with the amount of information available this only remains speculative. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8756297. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.